Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lead was successfully explanted. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted body fluid in the lumen. The lead failed the guidewire insertion test as a result of the body fluid in the lumen. Electrically, the lead was found to be within specification. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement.